Manufacturer narrative:
The info received by the MFR from the clinician is incomplete. In addition, the device was not returned to the MFR for analysis. The company did review the device history record for this implant and has determined the material lot used for this implant did meet all specifications any material flaw can be excluded. A known long-term complication of endosseous dental implants is bone resorption around the implant which can occasionally result in fatigue fracture of the implant.

Event description:
Removal of endosseous dental implant. Implant was placed in class 1 bone (site #30) during a routine procedure on 10/4/95. A final crown restoration was placed on 1/20/96. The implant was removed on 12/16/96 due to pain and fracture.